Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead was reprogrammed and remained in use. The patient later presented to the clinic and twos was observed again. Reprogramming suggestions were given and the lead remains in use. No further patient complications have been reported as a result of this event.